Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said they have programs that are set to different settings now and they weren't that way before; the programs were set to 0. They met with their manufacture representative (rep) the week before the initial report and the rep mentioned something about a short or not enough current getting to the ins. The rep told the patient that they may not be the case on all of the programs and the device was checked. The rep didn't tell the patient at the time they were putting programming on the device. The rep gave information on how to change to different programs and that each program stimulates differently. Program 1 is set to 1.65v with no check mark, program 2 is set to 2.10v which the patient has never seen before, program 3 is set to 2.25v and stimulation used to be set to 0.0v until the patient met with the rep, and program 4 is set to 2.65v. The reason for the call was the patient inquired why they were set and if they should change the settings. While on program 3, the patient feels bladder spasms which are very apparent when they bend over. The patient turned stimulation down, but pulsing isn't in the right spot like it was initially. They were using program 3 before and it was working prior to meeting the rep. During the call, the patient changed to program 2 and they said it doesn't seem like stimulation is in the right spot either. They also received a "shock" that went away after decreasing stimulation. As a result of the event, the patient will follow up with their healthcare provider (hcp) if all 4 programs do not give the patient therapeutic effect or if they are causing any other issues. Programming and considerations of increasing and decreasing based on the patient's comfort level and symptoms was reviewed. It was further reviewed that the patient should keep a diary of programs that do and do not work for them. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient repeated information previously reported. The patient said that the issues are still not resolved and still waiting to have an appointment with the healthcare professional (hcp) and manufacturer representative (rep) at the same time. It was noted that the hcp was too busy to be available. The neurologist suggested the patient should consider seeing a different urologist, however, the patient said that she doesn't want to start over with another hcp. The patient said she conducted a search on the programmer and came up with recall about software issue, low battery issue in 2007 ended in 2010. Reviewed software card issue recall however patient doesn't believe this is what she saw on-line regarding a lawsuit and will research further and call back. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported they did not know if the stimulation was in the wrong location. The issues were not determined. The patient noted it was too close to the surface, but not deep enough into the muscle. The patient noted they were going to have an x-ray on august 10th because there was no to compare to having another x ray on (B)(6). The patient stated the healthcare professional (hcp) who implanted the unit said there was no x-ray for (B)(6) the patient noted the issues were not resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient called with response to patient letter. Patient restated they were getting shocked. They stated they were not having x-rays to compare placement and that the lead energy was being dispersed elsewhere. The issues remained unresolved. Patient was told to try all the programs and they were working through them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who clarified the "it being too close to the surface, but not deep enough into the muscle" was in reference to the implantable neurostimulator (ins). The patient then said there was no x-ray from their implant date. Their healthcare provider (hcp) first saw the patient on (B)(6)2017 with an x-ray done before the visit. Then the patient saw the manufacture representative (rep) on (B)(6) and then the patient called their hcp's office to tell them they received a letter from the manufacturing company similar to this one. The patient was then set up for an appointment for (B)(6) at 10:30 to go over the rep's information with the hcp; the patient believes the rep and hcp spoke. Before the patient's appointment, they were told they need to go in and have more x-rays. The patient had an x-ray laying on their back and their side. When they met with their hcp, they told them they had an x-ray from another hcp dated at the end of 2016; they think it was a (B)(6), 2016 x-ray. The patient wasn't sure why they've had so many x-rays and all of which were after a motorcycle accident on (B)(6), 2016 and a tree accident. The managing hcp said one looked lateralized; there are no true answers as of (B)(6). The rep had a large unit that checked the device, drew a picture, and explained something to them; something like all current was getting to a lead so they would have to check their notes. No further patient complications have been reported as a result of this event.